Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient's mother reported that insulin leaked from the patient's infusion site. She discontinued use of the infusion sets and switched to another type and had no further issues. She had to use the infusion sets again on (B)(6) 2010 and on the morning of (B)(6) 2010, she did not feel well and her blood glucose measured over 33 mmol/l (594 mg/dl). The mother gave the patient a correction bolus and the patient began vomiting. The patient was taken to the hospital where she was given an IV drip and the basal rates on her infusion device were increased by 200%. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion sets were replaced and requested to be returned for evaluation.